Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported that a patient presented with trace dlk (diffuse lamellar keratitis) one day post lasik. The previously prescribed topical steroid eye drop was increased. Additional information received states the patient was in follow up and it was noted that the symptoms have resolved.